Event description:
It was reported that a user experienced dexcom g7 sensor pairing failure to the ilet, despite initiating a new sensor session and entering the 4-digit pairing code, resulting in attempted but unsuccessful pairing and a dosing-stop-soon alert. Symptoms included patient distress and agitation. Outcomes included interruption of automated insulin dosing and the need for supervisory escalation. Investigation included technical support troubleshooting and user education for sensor start and pairing workflow. Investigation of this case revealed an unsuccessful sensor-to-pump communication link during setup. It was concluded that the event involved sensor pairing failure to the ilet with dosing suspension risk; further evaluation is pending device availability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.